Event description:
It was reported that the pt circuit became disconnected from the pt but the babylog 8000 did not alarm. No injury reported. MFR ref # 9611500-2013-00059.

Manufacturer narrative:
A draeger service tech evaluated the device and could not duplicate the reported problem. The unit was tested in all ventilation modes and did not properly alarm both visually and audibly. For all disconnect condition, kinked hoses and apnea the alarms were generated as specified. The tests were performed in the presence of the respiratory therapist. Thereafter unit was left in the respiratory dept. The complete device and detailed info concerning ventilator and alarm settings were requested for investigation, but not received. If we could receive the requested device, we will report new investigation results in a f/u report.